Event description:
Additional information received reported it took the health care provider (hcp) four times to get the catheter in. Additional information has been requested, but was not available as of the date of this report.

Event description:
Further, the health care provided reported that the procedure had not taken eleven hours and that there were no issues placing the catheter.

Event description:
It was reported the pump implant procedure was ¿usually¿ a two to four hour outpatient procedure however, the patient ¿was in there eleven hours¿. It was reported ¿the doctor came in and told me they almost gave up because the way his break was they couldn¿t really get the catheter through there. And he said he was going to try one last time and he got it through¿. It was noted the reporter was concerned because the procedure took ¿about¿ three times longer than it should have. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).